Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported that they did not believe that the patient's pump was working properly and were requesting a company representative (rep) to check the pump since they could not get their healthcare provider (hcp) to check the pump. Patent services (ps) redirected patient to their hcp to set up an appointment to have a rep present. No other information was provided. No patient symptoms/complications were reported with the event. On 2023-dec-05, additional information was received from a patient representative. The caller called back regarding the email they sent. The caller was concerned the pump was inconsistently delivering medication because "we've been to the doctor a few times but it's almost like he's getting too much medications. He has had fentanyl, morphine, and bupivacaine in the pump for almost the last year, but we don¿t' know what to adjust. He went 4 weeks and everything was good, and all of a sudden, he gets all itchy, like he's getting too much medication. And we are not doing boluses or anything. Today he felt high as a kite - yesterday he was itching, and trouble keeping his eyes open, you can just see it on his face. They checked the pump on friday the 1st and it said nothing was adjusted but we just don't understand his symptoms and it's concerning." When the agent inquired about the event date, the caller stated, "whenever he gets itchiness, which has been the last 6 months, he'll be itchy everywhere and then he'll get super high. It'll shut his digestive system down so he can't use the bathroom and gets nauseated. We went to a gastro doctor who gave us rinvoq or relistor, that's for people on pain medication. But then it got really bad where he'd be sick for 3 days, then 3-4 days he'll be good. We turned it down and he got better. Then like november 1st or 2nd, he got itchy again after going 2-3 weeks or doing well. He gets high, and then the back of his neck hurts and it gets really stiff." The agent inquired for the patient's pump healthcare professional (hcp). The caller provided their information and stated they were going to call the manufacturer, but the caller did not know if the hcp did or not. The caller stated the patient's pain level was good and he went back to work. The last time in november, the hcp only turned down the fentanyl. The caller then stated, "he's been in pain for like 7 years, I know how that can affect everything. But [the patient] was afraid to drop things down because right now he had zero pain, but to me, that's too much." The caller inquired if a manufacturer representative (rep) could be at their next appointment. The rep role vs hcp role were reviewed and the caller was r edirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.